Event description:
It has been reported to philips that machine would not switch on. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The customer reported to philips that the system wouldn't switch on. The philips remote service engineer (rse) inspected the system remotely and found that the system was working fine. The system was working as intended without any issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.